Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was worn between 36 and 48 hours on the arm. The patient also reported the cannula did not look normal when the pod was removed, but specific details were not provided. Insulin leaking while wearing the pod.

Manufacturer narrative:
Correction to b5: from "it was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was worn between 36 and 48 hours on the arm. The patient also reported the cannula did not look normal when the pod was removed, but specific details were not provided. Insulin leaking while wearing the pod." To "it was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was worn between 36 and 48 hours on the arm. The patient also reported insulin leaking while wearing the pod. Treatment information was not provided." Additional information: after further review and talking with the customer, they did not review status of cannula after the removal of the pod. This supplemental is capturing the correction/additional information that was received.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was worn between 36 and 48 hours on the arm. The patient also reported insulin leaking while wearing the pod. Treatment information was not provided.